Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opening during efaa. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip was advanced to and positioned on the mitral valve. Leaflet grasping was difficult and multiple grasping attempts were made. During the clip deployment process, on multiple attempts the clip was noted to continuously open and failed to establish final arm angle (efaa). The clip was not implanted and was removed from the patient. Another clip was successfully implanted reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported clip opening issues could not be confirmed via returned device analysis. The reported leaflet grasping difficulties could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause of the reported clip opening could not be determined. The reported leaflet grasping difficulties appears to be related to challenging patient anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.